Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with cracked reservoir tube lip and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were trying to input carbs, but the device kept going up and repeated. The customer tried to replace battery but received failed battery test. The customer states the numbers kept ramping on the screen. The customer's blood glucose level at the time of incident was 230mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.